Event description:
While undergoing magnetic resonance imaging to rule out intracerebral lesion, pt developed bilateral pneumothorases. Chest tube inserted. At time of magnetic resonance imaging, pt anesthetized, placed on ventilator (magnetic resonance imaging compatible) with pressure settings at 22, then increased to 25. Positive end-expiratory pressure of 4 added. Vent monitor alarm was not audible as pressure built up. Also, positive end-expiratory pressure valve may have malfunctioned not allowing pt to exhale.